Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the battery chamber was cracked / broken. It was also noted that the hanger, hanger cover and bail covers were missing. The backside device label was damaged and the upper case was also damaged. Due to the instrument reaching its end of service life it was recommended that the unit be decommissioned. If information is provided in the future, a supplemental report will be issued.